Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported there was something wrong with either the patient programmer/charger or the internal implant because the implant battery doesn't go down below 75% even if they don't charge for a whole week. The patient went on to say that when they charge up to 100%, it will go back to 75% after a couple of days but will stay at 75% without going below that. It was not working correctly because the battery should go all the way down. It was confirmed that the implant was fully charged at the time of the call because they charged it last night. It was confirmed that the same charge level shown on the patient programmer is the same on the recharger. They used to charge once a week before but now they have to charge it every couple of days because it never goes down past 75%. It was reported he patient went through the radar at the airport and thought that may have affected their device. The patient went on vacation from (B)(6)2017. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient confirming that the issue of the implant battery not going below 75% has been resolved.